Manufacturer narrative:
Additional information received. There was slightly longer procedure time due to web device not deploying initially. Web subsequently slightly compressed due to repositioning. After repositioning with the pusher wire, the web spontaneously detached in the aneurysm without using the detachment controller. There was no patient complications. Summary of investigation: visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review and without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and procedure images were not provided. Therefore, the alleged product issue cannot be confirmed. If additional information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the web embolization device was used to treat a posterior inferior cerebellar artery (pica), basilar superior aneurysm. The web failed to detach with a detachment controller despite two attempts. The web pulled distal across the pica origin upon attempted retrieval of the pusher wire. The pusher wire was advanced forward to invert the proximal end of the web and the web then detached spontaneously within the pica aneurysm. No report of harm or injury to the patient, who was doing well.

Manufacturer narrative:
Correction: h6 (device code). Additional information: d10, h6, h10 (summary of investigation). Investigation findings: the visual analysis of the returned items, the delivery system and wdc-2 detachment controller, found the implant to be separated from delivery system. The implant was not returned as it remained in the patient as described in the reported event. Tested the returned device with an in-house controller and the returned controller and gave green lights. The delivery system resistance was measured to be within specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The returned controller was evaluated and was found to function normally. Voltage and duration was found to be within specification. Investigation conclusion: the reported complaint is confirmed. Five radiographic images were provided for review. The images were not labeled as to date or time. The review of the images is as follows: picture 1: 3d dsa of vertebral artery at the level of the pica (image not labeled as to side, complaint does not specify right or left), highly cropped, ap working projection. There is a small pica aneurysm. Two measurements are made: height 3.57mm, width 4.39mm. Picture 2: 3d dsa of vertebral artery at the level of the pica (image not labeled as to side, complaint does not specify right or left), highly, lateral working projection. There is a small pica aneurysm. One measurement is made: width 5.21mm. Picture 3: ap working projection subtracted dsa with contrast. There is a web inside the aneurysm. Its base is slightly indented by the pusher (web not detached). The microcatheter is just proximal to the proximal web radiopaque marker. There is no impingement of the pica or vertebral arteries. Picture 4: ap working projection unsubtracted dsa with contrast. The web is still attached to the pusher but is located more proximally; its proximal marker sits in the vertebral artery and the web covers the pica likely substantially; it is difficult to determine how much, as the image is not subtracted, and the contrast material blends in with the web. Picture 5: ap working projection unsubtracted single shot without contrast. The web has been detached and is invaginated at its base; the via catheter tip is about 1 cm proximal to the proximal web marker. Since there is no contrast, the web¿s position relative to the pica and vertebral artery could not be determined. These images did not explain why the detachment issue occurred. However, the investigation of the returned device found that the implant was separated from the delivery system, and the heater coil winding was stretched. The implant was not returned for evaluation as it remained in the patient as described in the reported event and as observed in the provided radiographic images. The unit passed continuity and resistance testing; furthermore, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure. Therefore, the damage to the heater coil winding likely occurred post-activation. The stretched heater coil winding is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.